Manufacturer narrative:
B5 updated and based on the additional information h6 medical device problem codes updated from temporary pump stop to pump stop. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The pump did stop and was not able to restart after attempting per protocol. The original pump was removed and a new cp and aic were used for the same case.

Event description:
Clinical narrative:an 80-year-old male with an indication for use of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage d underwent impella cp support via right femoral, percutaneous arterial access. During the procedure, when prompted to adjust the lv signal, the aic screen went completely black and, upon returning, displayed a yellow banner stating ¿impella catheter defective.¿ at the time of the alarm, the pump was connected, and reconnection did not resolve the issue. Based on the information provided, the complaint involves an impella cp device used during hrpci that displayed an ¿impella catheter defective¿ alarm accompanied by a temporary black screen on the original aic, prompting device removal and replacement. The device was removed due to the failure mode, and replacing the aic and impella pump resolved the issue. The reported patient outcome was no harm. The complaint is and product return evaluation remains pending. The impella cp and aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.